Event description:
A 68-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient informed novocure that the cords from the optune gio device wrap around her neck at night, which result in the sensation of asphyxia described as choking with secondary pain. No medical intervention or hospitalization was reported. Multiple attempts were made to contact the prescribing physician, although no reply was received.

Manufacturer narrative:
Novocure medical opinion is that the potential contribution of the device to the sensation of asphyxia described as choking, which may have led to harm, cannot be ruled out. Asphyxia was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been 10 reports of asphyxia in the commercial program to date, 5 of which were non-serious, 4 serious, potentially related to device use. Strangulation has been considered in the optune risk evaluation; initial risk was reduced as much as possible and residual risk is considered to be acceptable. The event did not result in permanent impairment of body function or permanent damage to a body structure. The event was considered temporary; the patient did recover from the event without reported sequelae. There are no long-range health consequences to be expected.